Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred. A service history review revealed no issues were identified that was associated with the reported issues related to iipv. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the patient therapy log on (B)(6) 2011 at 10:52:20 with a drain volume of 2469 ml (drain vol. 1406 ml + manual drain 1063 ml ) during cycle 6. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.